Event description:
It was reported that the unit had a return electrode monitor that was not working properly. Staff mentioned that there was a burn on the patient caused by a medlab rem pad. Also, there are errors. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).